Event description:
On 12/28/2021, it was reported by an arthrex employee via e-mail that an ar-4501 meniscal cinch deployed and implant successfully the first anchor but when surgeon reposition for the second anchor, button number two was stuck and would not advance. This was discovered during knee arthroscopy procedure on (B)(6) 2021. Surgeon had to removed the first implant and used a new meniscal cinch device in order to complete the case without further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. It was reported that the buttons became stuck. One video of an ar-4501 was received for investigation. Visual evaluation identified that the buttons were stuck and would not advance. However, without the return of the device, the most likely cause for the reported failure is user error due to improper deployment sequence and/or applying excessive force during use.